Event description:
During use in surgical procedure (lap assisted vaginal hysterectomy with removal of bilateral fallopian remnant and cystoscopy), the device was applied to tissue per the intended instructions for use. Upon closure of the handpiece, the device would not reopen to release the tissue. The tissue remained engaged within the device jaws. Per the surgeon, the handle required manual prying to reopen and release the tissue. The procedure was able to continue after the issue was resolved. There was no patient injury, complication, or adverse reaction associated with this event.